Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-03681, 3005099803-2011-03682, and 3005099803-2011-03683 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and an accessory device were used during a procedure performed on (B)(4) 2011. According to the complainant, the system's output power in monopolar modes was intermittent. The procedure was completed with the same endostat ii electrosurgical unit, but it is unknown if the same foot switch, active cord, and accessory device were used. Additionally, it is unknown if the active cord and accessory device in use were bsc products. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-03681, 3005099803-2011-03682, and 3005099803-2011-03683 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and an accessory device were used during a procedure performed on (B)(6), 2011. According to the complainant, the system's output power in monopolar modes was intermittent. The procedure was completed with the same endostat ii electrosurgical unit, but it is unknown if the same foot switch, active cord, and accessory device were used. Additionally, it is unknown if the active cord and accessory device in use were bsc products. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: output power intermittent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: device serial number is (B)(4). Device manufactured date is 08/20/2003. According to the biomedical engineer at the account, the patient was not harmed due to this event. Following the procedure the unit was inspected with the manufacturer's assistance, and it has been in use since with no reported issues. The complainant indicated that there never was an issue with this generator; rather, the alleged issue was caused by user error. The physician had not pushed the snare out of the scope completely before applying cautery, thus causing the snare to grind against the scope. Both the generator and the foot switch have been in use since this event with no reported issues. The complainant also confirmed that the active cord and snare used during this procedure were not bsc products (the active cord has also been used successfully since this event). The patient was reported to be fine following the procedure. As the complainant no longer alleges a deficiency of this device, this is no longer considered an MDR-reportable event.